Manufacturer narrative:
Device evaluation details: a video was received for evaluation following johnson & johnson medtech's procedures. According to video provided by the customer, a blood leakage was observed on the hub of the sheath. A device history record review was performed, and no internal action related to the reported complaint condition were identified. The customer complaint was confirmed based on the video received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo and a hemostatic valve leak occurred. During the use of the product vizigo at the end of the surgery, when it was removed from the patient, the valve malfunctioned and thus more blood than necessary leaked from the patient. The doctor chose not to open a new catheter, as this situation did not influence the procedure performed. Blood loss was 300 ml. There was no patient consequence. The hemostatic valve was not visually dislodged into the hub or outside of the hub. The brim cap was not dislodged. A few blood drops of blood were lost. There was no patient consequence.